Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was user handling.

Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be determined.

Event description:
A user facility reported to olympus that they were getting scope communication error b30. There was no patient injury or harm, associated with the problem, reported to olympus.